Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations. Surgeon reported the cause of the dislocations was a previous fusion of the patient's spine. A femoral head and liner were revised to an mdm liner construct and new femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.